Event description:
It was initially reported in MFR. Report #1644487-2018-00463 that the patient was experiencing pain at her chest, but the cause was unknown. The patient had full revision surgery, and it was identified that the generator was not secured to the fascia, which allowed for the device to migration. This information provides evidence that the pain/painful stimulation at the generator site may have been related to the migration. The physician believed that the generator was never secured by the implanting surgeon. The facility discards explanted product, so no evaluation could be performed. No further relevant information has been received to date.